Event description:
Additional information received reported that the infection was not related to the patient's dbs therapy. A culture was taken, but the results were not known. It was not known if any interventions were planned regarding the dbs devices. The patient outcome was unknown. See also MFR. Rep. # 3004209178-2012-07156.

Event description:
It was reported that the patient was septic and had a major infection. The hcp was explanting the patient's ICD. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v571557, implanted: 2011 (B)(6), explanted: unk; extension model 7482a51, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.